Manufacturer narrative:
Trilliant surgical is not the manufacturer of the suspect medical device discussed. Trilliant surgical is not the manufacturer of the hardware that was removed. The provided feedback does not allege a deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a trilliant surgical device, nor does the feedback, as provided, allege failure of a trilliant surgical device or its labeling or packaging to meet its specifications." As a result, the investigation into the removal is not necessary and a root cause will not be identified regarding the removal as it does not pertain to trilliant surgical devices. Other than the details of the event that were provided and documented in (describe event or problem), all other information regarding the device and its original implantation is unknown.

Event description:
On (B)(6) 2020, a trilliant surgical sales representative reported an alleged deficiency of a 510-00-003 (8mm, 10mm staple spreader): the spreader's tips broke off intraoperatively. The reported deficiency occurred during a calcaneal cuboid fusion revision performed by doctor 1 at hospital x on (B)(6) 2020. The patient was a (B)(6)-year-old (dob: (B)(6)) female, weighing (B)(6) pounds, with reported good bone quality. The patient did not have any reported comorbidities and no non-compliance was reported. The sales representative reported that doctor 1 was removing what seemed to be arthrex's dynanite staple or stryker's easyclip staple, previously implanted for a calcaneal cuboid fusion, when the 510-00-003's tips broke. Doctor 1 placed the 510-00-003's tips underneath the bridge of the implanted competitor staple to try and remove the staple. When he pulled up, both tips snapped off. Doctor 1 was able to pull one leg of the staple out using an osteotome as a lever, breaking the staple then completing the removal with pliers. The surgical site was rinsed and confirmed clear of debris via fluoroscopy. A bone graft was placed and secured using trilliant surgical's 300-86-001 (arsenal evans plate) to complete the revision. The 510-00-003 will be returned by the sales representative to trilliant surgical's corporate office.